Event description:
Reportable based on device analysis on 25dec2024. It was reported that the coil could not be delivered out and the coil was stretched. The patient was presented with femoral artery rupture. A 12mm x 40cm interlock-35 was selected for a deep femoral artery embolization. During the procedure, the coil could not be delivered out. The coil was pulled back and forth, and it was found the coil was stretched. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed detached arm coil.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: only the main coil was returned for evaluation. Visual and microscope inspections were performed. It was observed that the main coil was bent and stretched at the arm coil and primary coil section, moreover the arm coil was detached. The functional could not be performed due the main coil and the pusher wire are not interlocking. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.